Manufacturer narrative:
One infusion pump was returned for evaluation results. Visual inspection of the device found it to be in good physical condition. Evidence of the reported complaint noted in the event history log: 12/9/2019 6:34:55 am system fault. Device underwent functional testing. Error code 42224 occurred, but alarming downstream occlusion was not duplicated during power up or infusion tests. Air bubble and fluid ingression found on the downstream sensor. The reported customer has been confirmed, the error code was cleared, and downstream sensor was replaced. The problem source has been determined to be unknown.

Event description:
It was reported that the pump alarmed and displayed system fault 42224 0004. No patient injury or complications were reported in relation to this event.